Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file. The log file contained data spanning approximately 5 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A driveline power fault alarm was observed to have become active on (B)(6) 2021 at 23:54, correlating to a ¿pwr_a_broken¿ flag that lasted long enough for the associated alarm to activate. Other ¿pwr_a_broken¿ flags were intermittently observed throughout the data that did not last long enough to trigger an alarm. The driveline power fault alarm remained active throughout the remainder of the log file. No other notable events were observed. The modular cable (lot number 7335416) was not returned for analysis. The reported event was stated to have resolved upon exchanging the controller and the modular cable. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the modular cable, lot number 7335416, showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a driveline power fault alarm on (B)(6) 2021 around 11:30pm. It was recommended that the patient's modular cable and controller were exchanged. The patient's alarms resolved once the exchange occurred. Related manufacture number: 2916596-2021-03098.